Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Furthermore, a correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the report of adenocarcinoma could not be determined through this evaluation. The patient remains ongoing on (B)(6). The hm 3 lvas instructions for use (IFU) lists driveline infection as an adverse event that may be associated with the use of the hm 3 lvas. This document also contains details about postoperative patient care. Additionally, the hm3 lvas IFU and patient handbook both provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2019 due to increased drive line drainage. Cardiac surgery was consulted, and drive line debridement was performed on (B)(6) 2019. At the time of admission, a speculated right upper lung lesion was observed. A CT guided biopsy was performed on (B)(6) 2019. The patient is reported with wound vac to drive line site post debridement. The patient was prescribed levofloxacin 750 mg daily and the reported infection reported to have resolved on (B)(6) 2019.